Event description:
On (B)(6) 2009, the following info was provided to cook endoscopy: during an endoscopic procedure, the physician used a cook endoscopy echo tip endoscopic ultrasound needle. Difficulty was encountered during advancement of the needle through the endoscope due to the articulation of the endoscope in the pt's stomach. The needle was extended from the sheath to puncture the target site then the needle was retracted into the sheath. The physician withdrew the needle through the endoscope but the needle extended out of the sheath because the needle was broken. The needle damaged the endoscope. At this time, the info did not reasonably suggest that separation of the needle had occurred. On (B)(6) 2009, the device was returned for eval. Upon eval, we confirmed approx 1.5cm of the needle had broken and separated near the distal end. Cook endoscopy requested confirmation from the user that the needle had actually broken during use or been cut to facilitate removal and/or return. The user responded that needle broke while inside the endoscope channel, the broken portion of the needle exited out of the endoscope with the eusn needle when the device was removed from the endoscope. The broken portion of the needle did not become free inside the pt. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: our laboratory eval of the product said to be involved confirmed the needle is broken. Approx 1.5 cm of the needle has broken and separated from the distal end of the needle device. The needle and outer sheath do not exhibit any kinks or bends. The stylet was returned inserted inside the needle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Info provided indicated difficulty was encountered while gaining access to the targeted site and the endoscope was in a torqued position during the procedure. The tortuous position of the endoscope, as well as difficulty while gaining access, could have contributed to this occurrence. The instructions for use list contraindications as "those specific to primary endoscopic procedure to be performed in gaining access to the desired site." Info provided indicated difficulty was encountered during needle penetration of the targeted site. If excessive pressure was applied to the device, perhaps in a response to difficulty with needle penetration, this could contribute to needle breakage and separation, as observed. Prior to distribution, all echo tip endoscopic ultrasound needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: the appropriate personnel were notified of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.